Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: the initial report submitted on this event on (B)(6) 2021 was submitted in error, as the event does not represent an MDR-reportable scenario.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was unpacked to be used in the common bile duct (cbd) for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) , 2021. During preparation, upon opening the package a hole was observed in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was unpacked to be used in the common bile duct (cbd) for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, upon opening the package a hole was observed in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.